Manufacturer narrative:
The suspect device was returned to olympus. During inspection and testing, the reported issue was not reproduced after keeping the device running for one day. However, occurrence of the issue is likely as this could be a sporadic failure. In addition, the light guide tube and bending cover were leaking and more than ten wires of the inner braid were broken. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that the image on the screen flashed during a therapeutic laparoscopic procedure. The procedure was completed with another similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation of the flickering image, the root cause was unable to be identified; however, the event was most likely caused by the ccd cable inside the curved part buckled or broke due to the physical stress applied to the curved part, or the ccd and internal boards were temporarily short-circuited due to the infiltration of water into the equipment. The event can be detected/prevented by following the instructions for use which state: "do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.